Manufacturer narrative:
As stated in the event description section, this issue only occurs during the lateral approach to the hippocampus and amygdala. The bone that is drilled into prior to performing the lateral approach is called the squamous temporal bone. This bone is much thinner and can be only 2-3 mm thick. The complaint investigation team is currently in the process of investigating the potential malfunction.

Event description:
On (B)(6) 2015, customer feedback was received related to one of ad-tech's anchor bolt. Specifically, the customer stated that during approximately 50% of the surgeries involving the lateral approach to the hippocampus and amygdala, they have experienced that the anchor bolt does not hold well when the entry point is over a "thin" squamous temporal bone. The anchor bolt gets very little purchase and is very loose, potentially causing the electrode to move. The customer also noted that if the squamous temporal bone is thick, the anchor bolt holds well. This is considered a potential malfunction; however, there have been no reports of patient harm when this type of instance occurs.